Event description:
It was reported that a stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified location. A 2.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After removing the device, the tip of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the distal end of the stent was damaged. The stent strut at the most distal row was stretched distally. It was also noted that the hypotube was kinked at various locations along its length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified location. A 2.50x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. After removing the device, the tip of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.